Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 7 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient reported ¿feeling funny¿ when ambulating, and was later found after falling from the bed. The patient experienced left sided weakness, left facial droop, slurred speech, and was unable to move the left arm and had difficulty moving the left leg. The patient¿s lactate dehydrogenase was also elevated. The patient was diagnosed with stroke, and was deemed not to be a candidate for tissue plasminogen activator, or thrombectomy. It was reported that the clinicians suspected a cerebrovascular accident (cva) secondary to lvad thrombosis. A decision was made by the lvad team not to pursue a pump exchange, and allow for rehabilitation. It was reported that the patient received a shock from an implantable cardioverter defibrillator due to ventricular tachycardia. Renal and liver function subsequently deteriorated. During x-ray imaging, the patient experienced ventricular tachycardia that resolved without intervention. After the arrhythmia, the patient was moving; however, it was reported that the mental status was altered, and the patient was not following commands. During nasogastric tube insertion, the patient vomited and aspirated. The patient expired after 30 minutes of life saving measures.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. It was reported that the patient had a history of coronary artery disease, congestive heart failure, multiple ICD shocks due to ventricular tachycardia (vt), type ii diabetes, high blood pressure, and hyperlipidemia. Thrombus and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.